Event description:
It was reported that the patient had numerous shocks and the quicklook display only showed the initial alert for shocks and the alert message did not show up for all of the ventricular fibrillation (vf) episodes. It was also reported that the device will log the initial alert in the quicklook observation window since last session and that the alert does not re-trigger for additional alerts until the device has been interrogated with the programmer. The patient will set up remote monitoring and make more frequent visits to their doctor. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.